Event description:
The customer reported to olympus, the colonovideoscope had a clogged channel problem. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the channel tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a dented switch box and scope connector case unit, a damaged plug unit, the play of the upward/downward knob was out of the standard value due to wear of the angle wire, a chipped plastic distal end cover, and a scratched connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. Additional details relating to the event have been requested, but no response has been received at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received stating that the device issue was discovered before a diagnostic procedure on (B)(6) 2023. The intended procedure was performed using another device. The device was reprocessed as per the instructions for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. B5: additional information was received stating that the device issue was discovered before a diagnostic procedure on (B)(6) 2023. The intended procedure was performed using another device. The device was reprocessed as per the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the foreign material could not be identified. There was no physical damage to the device where the foreign material was located. A definitive root cause for the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.